Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿location of device: unable to locate left essure') and genital haemorrhage ('abnormal bleeding(general)') in a 48-year-old female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's medical history included uterine bleeding, multiple cesarean sections and multiparous. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) (B)(6) 2014 to (B)(6) 2015 and fluoxetine hydrochloride (prozac) since 2001. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / left side pain"), 4 years after insertion of essure. The patient was treated with surgery (ablation on (B)(6) 2019 and hysterectomy (partial), bilateral salpingectomy with removal of right essure device on (B)(6) 2019). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: visualizing the gold portion of the end of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusions. Most recent follow-up information incorporated above includes: on 24-sep-2020: plaintiff fact sheet and medical records received. Lot number added. Event medical device removal updated to device dislocation. Events added from pfs- abnormal bleeding (general), migration of essure device ¿location of device: unable to locate left essure, pain and medical device monitoring error. Concomitant drug, lab data, medical history, reporter information were added. On 24-sep-2020: no new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿location of device: unable to locate left essure') and genital haemorrhage ('abnormal bleeding(general)') in a 48-year-old female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's medical history included uterine bleeding, multiple cesarean sections and multiparous. Concomitant products included ethinylestradiol;levonorgestrel (seasonique)3-jan-2014 to january 2015 and fluoxetine hydrochloride (prozac) since 2001. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / left side pain"), 4 years after insertion of essure. The patient was treated with surgery (ablation on (B)(6) 2019 and hysterectomy (partial), bilateral salpingectomy with removal of right essure device on (B)(6) 2019). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: visualizing the gold portion of the end of the coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusions. Batch no c91745 . Manufacturing date: 2014-07. Expiration date:2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received: new reporter information, date of birth was added. Case became serious incident. Previously reported event of injury nos replaced with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.